Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation type, investigation findings, investigation conclution), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer called stating an ¿autofill failure¿ alarm occurred on the cardiosave. She explains that she has resolved the alarm already by securing the helium tubing connections to the cardiosave and pressing the start key. She states she believes the helium tubing was loose because she had manipulated it a few minutes earlier, prior to the alarm sounding. She would like to know if she did the correct process. The engineer reviewed the troubleshooting and alarm meaning with her in detail. She explains she was certain the alarm occurred due to a loose connection of the helium tubing. The engineer encouraged her to call back if the alarm occurs again.

Event description:
It was reported that in cardiosave intra aortic balloon pump there was an autofill failure alarm during use, there was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: g3, g6, h11. Corrected fields: g2.

Event description:
It was reported that n cardiosave intra aortic balloon pump there was an autofill failure alarm during use, there was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.